Event description:
Customer reports that during pretest blade lights up; however during the process of intubating a patient the blade fails to perform - due to failure of the connector inside the handle.